Manufacturer narrative:
The customer's water supply unit was checked and parts were exchanged. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 6000 c501 module. For sample ID (B)(6), the initial ca result was 1.95 mmol/l. The first repeat result was 2.95 mmol/l and the second repeat result was 2.01 mmol/l. For sample ID (B)(6), the initial ca result was 1.74 mmol/l. The first repeat result was 2.10 mmol/l and the second repeat result was 1.78 mmol/l. No questionable results were reported outside of the laboratory. The ca reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the washing unit was not functioning correctly. A lamp, cells, and tubes were replaced. Calibration and qc were performed successfully. The investigation is ongoing.